Manufacturer narrative:
(B)(4). The device was evaluated by baxter. False upstream occlusion alarms were confirmed and reproduced. The upstream sensor pusher that holds the tubing against the upstream sensor was replaced to a larger size to decrease the distance between the door and sensor was calibrated.

Event description:
It was reported that a spectrum pump frequently alarmed for upstream occlusion. It was also reported that there was no pt injury.